Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. The patient was treated with ip meropenem 1 gm loading dose ((B)(6) 2010) and ip vancomycin 2 gm loading dose ((B)(6) 2010). The peritonitis was resolving. Dianeal therapy was ongoing. The reporter stated the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A labeling review will not be performed as the product code is unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.